Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant reported that a vaxcel chest port was placed in 2006. Twenty-six days later the port was explanted due to an infection at the port site. A new port was implanted and antibiotic therapy was prescribed to treat the infection. No complications resulted from the infection and the patient's condition is described as good.